Event description:
The customer reported while preparing for the procedure, the user was unable to assemble the motor drive unit (mdu) and the catheter. The procedure was completed using a replacement device. The customer reported experiencing a similar issue approximately one month earlier. There was no patient harm or injury reported.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number was found. The suspect device was returned for evaluation. A visual inspection of the returned device found it in its original packaging in an opened condition. Visual examination revealed twisting and bending along the entire length of the catheter. In addition, the catheter hub was found detached and broken from the slip hemostasis luer. As part of the investigation, the device was loaded and activated. Functional testing demonstrated that the catheter was able to rotate and operate as intended despite the observed damage, including the detached and broken catheter hub. No evidence of a manufacturing-related functional deficiency was identified. Based on the physical evidence, including torsion marks, catheter curvature, and the broken catheter hub, and considering that the device had been used clinically, the damage is most consistent with excessive rotational and/or bending forces applied during the procedure. Therefore, the observed damage is likely attributable to factors associated with clinical use rather than a manufacturing defect. No manufacturing anomaly was identified during the investigation.